Event description:
Customer indicated that at 3 pm, the patient's family called ems to state that food was lodged in the patient's throat and the patient's appearance was quickly worsening. The ems arrived from (B)(6) fire department north branch in 10-15 minutes. The patient was not conscious at the time of the arrival. Patient's family did not perform chest compressions (CPR). Ems began manual CPR for an unknown length of time and connected the patient to an AED. ECG indicated ventricular fibrillation. One electro shock was delivered and the wave profile changed to asystole. Ems inserted a laryngeal tube to provide airway to the patient. The autopulse was deployed without any issues and began automated CPR. Patient was brought down from second floor apartment to ambulance on a stretcher and transported to (B)(6) hospital. CPR was continuously performed using the device for 22 minutes including approximately 5 minutes after arrival at the hospital. At the hospital, a central venous catheter was inserted and an epinephrine drip was administered (3 ampules). Rosc (return of spontaneous circulation) was not achieved and the physician pronounced the patient dead. An autopsy imaging (x-ray CT scan) was performed. The results found pneumothorax in the left lung and subcutaneous emphysema. The physician indicated the cause of death was cardiopulmonary arrest due to asphyxia.

Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows no damages to the platform. Further review of the archive was performed and it shows that multiple user advisories (uas) 18 (max take-up revolutions exceeded) and 45 (not at "home" position after power-on/restart) messages occurred on the reported event date of (B)(6) 2014. The ua45 and the ua18 could not be reproduced during functional testing. The root cause for ua18 and ua45 could not be determined. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. Results of the functional testing indicated that the platform passed all testing criteria. Even though the data log indicates that multiple user advisory 18 and 45 messages occurred on the reported event date of (B)(6) 2014. These would not have caused or contributed to the patient's development of pneumothorax and subcutaneous emphysema.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Based on the follow-up information, the emt reported that the patient was already in cardiac arrest prior to use of the device and asystole occurred after defibrillation. The patient was in cardiac arrest possibly due to choking on food. Survival rates in a cardiac arrest patient in an asystolic state are extremely low. Rosc was never achieved and the physician indicated that the cause of death was cardiopulmonary arrest due to asphyxia. The patient inadvertently developed pneumothorax and subcutaneous emphysema resulting from complications of CPR, however, it is unable to be determined whether these complications were caused by manual or automated CPR. In addition, emt reported that the autopulse device operated for 22 minutes without any observed issues, indicating that the device performed as intended. Since the manual CPR was employed first and the device data log does not indicate any malfunction, it is not possible to determine which of the two CPR modalities caused the injury. However, connection of the reported injury to the device cannot be ruled out. Please note: according to 11 different published reports standard manual CPR complications occur at rates of 33% for broken ribs, 2.7% for pneumothorax, and 1.4% for subcutaneous emphysema.